Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged soclean machine was used to sterilize unit until she registered her device with us and was instructed to stop using the soclean machine. The device isn't functioning proper. The device is super loud and the patient isn't getting the air flow she needs. There are particles in the air way from the device, shortness of breath/hard to breath, lightheaded, dizzy, headaches. Her face where the mask sits is always really red and it has bumps where her mask sits. She is itching all over her body and she can't seem to figure out the issue. She is currently going to the dermatologist to get further testing. Device is noisy, nasal/throat irritation or soreness. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device will not turn on/device is not functioning proper/not working properly, blowing way too much air, device is super loud, particles in airway from device, shortness of breath/hard to breath, lightheaded/dizzy, headaches, her face where the mask sits is always red and it has bumps, itching all over body, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.